Event description:
It was reported that as the (B)(4) was pulling the cot out of the back of the ambulance, the latch bar failed to latch onto the ambulance and both the step on the back of the ambulance and the cot collapsed down to the ground. It was reported the ems provider sustained a back injury and was taken to the hospital for eval. There was reported pt involvement and an adverse consequence was reported for the (B)(4).